Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for intraoperative medial epicondyle bone fracture - femoral . A small insignificant medial epicondylar avulsion of anterior medial epicondyle without compromise of mcl and with no structural significance. It is secondary to osteopenia. Event is not serious and is considered mild. There is a remote possibility that the event is related to the device and/or the procedure. Date of implantation: (B)(6) 2021; date of event (onset): (B)(6) 2021; (right knee). Treatment: orif - fixation occurred during primary surgery. No additional intervention necessary